Manufacturer narrative:
The product analysis indicates that one unsealed sample, part number 311920115e from lot number 0210346692, was received. There was evidence of biological contaminants based off of the reactivity with hydrogen peroxide. A microscope ((B)(4) stemi 2000c between 0, 65 to 5, 0 magnification settings) and calipers were used for the analysis. When compared the assembly drawing, 0.12¿ section of the inner shaft with tip broke off, which would have resulted in the reported event. Based off the length of the components returned, it is likely all portions of the bur were returned. When viewed under magnification, there was gouging / wear of the inner shaft on both sides of the break and the distal end of the outer tube was almost completely worn through on one side, which likely indicates excess pressure was applied during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur broke during extirpation of a pearl tumor at the middle cranial fossa. It was confirmed that the break resulted in device fragments that required retrieval from the patient. However, no additional equipment and/or surgical procedures were required to retrieve the fragment. The fragment was successfully retrieved. There was no patient injury.